Event description:
It was reported that on (B)(6) 2022, the patient underwent PICC catheterization in our department due to treatment needs. During the operation, the catheterization nurse found a barb at the end of the guide wire, and after cutting the barb at the end, the catheter was successfully indwelling.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft0789 showed two other similar product complaint(s) from this lot number.